Manufacturer narrative:
Attempts were made to obtain additional information, however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Procedure was completed with no additional patient issue.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of descemets detachment, observed during secondary incision of a laser assisted cataract surgery. Aditional information has been requested.